Event description:
The customer reported that the unit failed to power up and that there was a humming noise. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up and that there was a humming noise. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.